Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored volume performance specification testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was available for evaluation. Therapy monitored volume testing was performed and the device failed. Volumetric accuracy testing and temperature confirmation testing was performed and the device passed. A review of the event history log did not reveal anything that could have caused or contributed to the reported issue. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.